Manufacturer narrative:
(B)(4). Film evaluation results are: review of a pre-implant planning drawing revealed that the proximal neck diameter was 20mm just below the renals and 14mm in length. The right common iliac artery diameter ranged from 13 ¿ 16 ¿ 14mm along the 28mm length, and the left common iliac artery diameter ranged from 13 ¿ 15 ¿ 16.5mm along the 24mm length. Several pre-implant still 3d recon images revealed that the infrarenal neck was severely angulated. Both iliac arteries were acutely angulated laterally at their take-off, but were non-tortuous as they coursed distally and did not appear significantly calcified bilaterally. The origin of the lcia was 12.7mm in diameter, and was 16.5mm just proximal to the iliac bifurcation. The origin of the rcia was 13mm in diameter, and was 14.3mm just proximal to the right iliac bifurcation. The cause of the right limb detachment from the rcia could not be determined from the films provided. Images during implant and pos t-implant were not available for review, and the in-vivo configuration of the stent grafts could not be assessed. The current vessel anatomy is also unknown, and films post-intervention were not provided. It is possible that disease progression with iliac artery dilation may have contributed to the limb migrating out of the right iliac artery.

Event description:
It was further noted that there was a type ib endoleak as well as limb migration; and that the vessel became aneurysmal and lost seal resulting in limb migration.

Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 6.9x7.9 cm abdominal aortic aneurysm. After implantation of endurant postoperative follow up cts scan has showed favorable outcome, and the aneurysm diameter was once shrunken. It was reported that the 36-month postoperative follow up CT revealed detachment of right limb from the vessel wall in the aneurysm, and aneurysm was re-enlarging. The physician elected to implant two stent grafts from another manufacturer extending the right external iliac artery. Per the physician, patient anatomy initially was reported as fragile blood vessels, which may lead to additional aneurysm elsewhere. Currently the diameters of proximal aortic neck and left common iliac artery were also enlarging. There is no issue with endurant, but this case would be caused by the patient's blood vessel condition. No additional clinical sequelae were reported and the patient is being monitored by the physician.